Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken grip at the grip tip. A piece measuring approximately 0.059" x 0.102" was found to be broken off the grip. The broken piece was not returned. The root cause is typically attributed to user mishandling, such as excess for applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the curved bipolar dissector instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of the instrument log for the curved bipolar dissector instrument (pn 471344-16/lot # n10210503 0042) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had zero uses remaining after last use. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a collision between two instruments broke off part of the tip of the curved bipolar dissector instrument. The piece was recovered without any problems. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 24-nov-2021 and obtained the following additional information: the instrument was checked prior to use and no defects were noted. Right at the beginning of surgery, the tip of the instrument became caught in a spray hole on the metal aspirator and broke off. The part that broke off was suctioned off at the same moment and had no patient contact. The patient was already discharged without any injury. A prostate gland was removed. No further examinations were necessary after surgery.